Event description:
A customer reported, bleeding and pain while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer experienced a seizure. However, was able to self-treat (unspecified). There was no third-party medical treatment provided. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted, once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This report serves are a correction report for section b5: updated to reflect freestyle libre 2 product; section d1: updated to freestyle libre 2; section d4: updated to 71992-01.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported bleeding and pain while wearing the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced a seizure however, was able to self-treat (unspecified). There was no third-party medical treatment provided. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported bleeding and pain while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer experienced a seizure however, was able to self-treat (unspecified). There was no third-party medical treatment provided. No further information was provided. There was no report of death or permanent injury.